Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient with diabetes that when they changed the infusion site, they observed blood in the cannula. Subsequently, she changed both the cassette and infusion set and administered a manual insulin injection approximately 15 minutes prior to the call. It was confirmed that the patient did not require emergency services. She reported shortness of breath but no ketones. Bgm reading was 401 mg/dl. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. There was no patient injury.